Event description:
It was reported that the patient was implanted in (B)(6) 2009. There were no complications after surgery. At activation, the patient had no hearing sensation. The external equipment was working. The surgeon decided to explant the patient on (B)(6) 2010. According to the device explant report, the implant was working.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.